Event description:
The patient was having an esophagogastroduodenoscope (egd) procedure with esophageal dilation. During the start of procedure the patient was moving around a bit, and then was still. The physician biopsied the esophagus, distal and middle. Then the wire for dilation was inserted. The physician dilated with a 54 french dilator without difficulty. When the dilator and wire were removed, the end of the wire was bent at 90 degree angle at the end of the dilator.the physician re-scoped the patient, blood was noted in the esophagus and physician stated the patient had an esophageal tear, and needed to go to the ER after recovery. After the incident we checked our inventory of guide wires and several were found to have bends in the tip.